Event description:
This 47 year old patient had bilateral silicone breast implants placed in june, 1981. She has since then developed arthralgias; particularly, of the lower extremities. She has short term memory loss, dry mouth and significant fatigue. She had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were in intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.